Manufacturer narrative:
Correction: correcting d9 of the initial medwatch. The device was not returned and therefore not available for evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d8, d9, and g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a unknown procedure, the visera elite video system center presented with an intermittent image. The image was cutting out. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.